Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side deflation, bilateral breast pain, and arms and hands numbness. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with a 350cc mentor smooth round moderate plus profile. Now this patient was presented with pain on bilateral breast, arm and hands numbness around (B)(6) 2018. Patient stated that physician found silicone in the blood work. Left side implant was slightly deflated but there was no confirmation of deflation around (B)(6) 2018. As a result, the implants were explanted on (B)(6) 2018. This report is for the patient¿s left-sided device.